Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent surgery for treatment of stress urinary incontinence and other symptoms. Allegedly, the patient experienced pain, injury and will likely undergo corrective surgery. According to the patient's progress notes, preoperative diagnosis included cystocele, rectocele, uterine prolapse, and urinary retention, and the surgery performed included an lavh, anterior and posterior repair with a transobturator sling.

Manufacturer narrative:
(B)(4).